Manufacturer narrative:
Internal complaint reference case (B)(4). Doi: 10.1016/j.eats.2021.01.027. Literature article: solheim, e., & inderhaug, e. (2021). Ultrasound-assisted endoscopic removal of pretibial cysts related to biointerference screw degradation. Arthroscopy techniques, 10(5), e1287-e1292.

Event description:
It was reported that on literature review ¿ultrasound-assisted endoscopic removal of pretibial cysts related to biointerference screw degradation¿; after surgery with a biosure ha 9mm x 30mm, two (2) patients had a cyst formation. Both patients required a revision surgery for cyst debridement and broken screw pieces removal. No further information is available.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.